Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the ulnar artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon could not be inflated by pressure pump. Fluid leak was noted under fluoroscopy and a pinhole was noted on the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: a mustang device - 5x40x75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft to be kinked at approximately 270mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the ulnar artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon could not be inflated by pressure pump. Fluid leak was noted under fluoroscopy and a pinhole was noted on the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.